Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a french rod bender would not bend a rod appropriately during surgery. In-situ rod benders were used to bend the rod to complete the procedure, but this led to a delay greater than 30 minutes long. There were no reported patient impacts associated with the delay.

Manufacturer narrative:
Additional information: (methods, results, an conclusions) - the device was returned and evaluated. Visual inspection revealed no signs of damage. A functional examination showed the rod bender was able to bend a rod without any issues. The complaint is unconfirmed.

Event description:
It was reported that a french rod bender would not bend a rod appropriately during surgery. In-situ rod benders were used to bend the rod to complete the procedure, but this led to a delay greater than 30 minutes long. There were no reported patient impacts associated with the delay.